Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not recognize the defibrillator pads while in monitor mode. There was no report of negative patient impact.